Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 255 mg/dl at the time of the incident. Customer states that their insulin pump appears to be malfunctioning. Customer states that the insulin pump defaulted back into the prime sequence after it apparently delivered a bolus. Customer is not able to troubleshoot at time of call. Unable to determine the cause of the issue. The customer was sent new sets and returned the sensor back for analysis.